Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9336967. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported that a syringe 0.5ml 30ga 1/2in uf 10bag 500cs separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated and stayed inside of the shield. Verbatim: consumer reported needle hub separated and stayed inside of the shield.lot #: 9336967catalog #: 328466date of event: unknownsamples: available - sending mail kit".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.5ml 30ga 1/2in uf 10bag 500cs separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated and stayed inside of the shield. Verbatim: consumer reported needle hub separated and stayed inside of the shield. Lot #: 9336967. Catalog #: 328466. Date of event: unknown. Samples: available - sending mail kit".